Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 390 mg/dl and 103 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It is reported that a healthcare workers (hcw) reported an unpleasant strong odor coming from their sterrad 200 when the door was open after sitting idle. The hcw reported that when opening the door to insert a load, a strong odor was emitted into the room. There was no load in the system at the time of the event. The unit was unloaded and had not been used for two days. An asp field service engineer was dispatched to assess the unit onsite. The hcw experienced mild eye and throat irritation along with some mild light-headedness. All staff in the area were immediately removed from the work area and waited in the hall/break room for 15 minutes while the odor dissipated. The hcw did not seek medical treatment.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. In addition, the "device available for evaluation?" Was updated to reflect the correct date. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.